Event description:
The customer reported a loud popping sound followed by white screen and low ma error. Case was completed using another c-arm.

Manufacturer narrative:
The service rep found the issues that were caused by arcing. He checked the high voltage receptacles at tube and at hv tank and found no signs of arcing. The rep shot fluoro exposure while increasing kv and found arc sound was coming from tube head. He replaced the xray tube. Shot fluoro exposures for several minutes at high kv and ma including 30 seconds at 120 kv at 16 ma in hlf mode. No arcing was noted. Realigned collimator. System works as intended.